Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Reportedly, there have been multiple incidents of trauma and the decrease in hearing performance was gradual.

Event description:
The user's hearing performance with the device is affected. Reportedly, there have been multiple incidents of trauma and the decrease in hearing performance was gradual. The parents reported that the performance decreased at the beginning of the year (2022). There was no redness or swelling at the implant site observed. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. Reportedly, there had been multiple incidents of trauma and the decrease in hearing performance was gradual. The parents reported that the performance decreased at the beginning of the year (2022). There was no redness or swelling at the implant site observed. The recipient was re-implanted with a shorter electrode array. According to the explant report the in situ implant could be shifted sideways or back and forth easily before explantation.